Event description:
Patient was revised. Reason for revision was not indicated. Update (B)(6) 2012 - litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling, decreased mobility, damage to surrounding tissue and bone and other injuries due to excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to grayish fluid in the capsule and corrosion. The femoral stem and femoral sleeve have been added to this complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.